Event description:
It was reported that a mold presence occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter; "per customer email: hi I¿m emailing you today with questions on a recent recall due to mold in a 3 ml syringe. Reference number 309657 lot number 9001985. Also I had an issue at my facility with mold in another lot number 9016849. Who would I need to contact to help with this issue. Any help would be appreciated."

Manufacturer narrative:
Investigation: one opened and two sealed packaged 3ml syringes, confirmed to be from batch #9016849 (p/n 309657) were received. The samples were visually evaluated. The syringe in the opened package was found to have a large amount of dark foreign matter on one of the plunger rod ribs close to the retaining ring. Small amounts of the foreign matter were also observed on the edges of the other plunger rod ribs. The foreign matter was identified to be grease. It was outside the fluid path, but rejectable per product specification. The two 3ml syringes in the sealed packages were found to have no foreign matter present. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation revealed the grease in the sample to be the same type of grease used to lubricate the equipment that manufactures the plunger rod in question. Potential root cause for foreign matter is associated with either the molding or the material handling equipment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that a mold presence occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "per customer email: hi I¿m emailing you today with questions on a recent recall due to mold in a 3 ml syringe. Reference number 309657 lot number 9001985. Also I had an issue at my facility with mold in another lot number 9016849. Who would I need to contact to help with this issue. Any help would be appreciated."